Event description:
It was reported that on (B)(6) 2022 patient underwent im intramedullary nailing. When the nail was inserted fully, the nail was locked proximally. During drilling static 1, it hit the nail. Perfect circles proximally to compensate for the drill missing the nail was done. While tightening screw - screw driver head was warped from over torqueing. A second set was open and the second screwdriver was warped as well. There was 5 minutes surgical delay. There was no patient status, outcome and consequences. This complaint involves three (3) devices. This report is for one (1) screw driver/cannulated short/xl25. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.